Event description:
Adverse event(s): posterior capsule tear with unplanned anterior vitrectomy (capsular bag tear, posterior, vitrectomy). Product problem(s): no reflux available during surgery (reflux within device). The nurse reported that the reflux function was not available during a procedure. A posterior capsule tear occurred, and an unplanned anterior vitrectomy was performed to complete the case. The pt is ok.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B) (4)